Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A healthcare professional reported that the system had no phaco power with several handpieces prior to a surgical procedure. The system was exchanged to initiate the surgery.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the ultrasound assembly was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 9, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).